Event description:
During ablation for ventricular tachycardia, ventricular fibrillation was reported to have occurred. Intervention included external defibrillation. The pt suffered no adverse effects.